Event description:
Spontaneous communication from the patient's rn who reported that the patient was infused on (B)(6) 2021. The patient's rn reported that the curlin pump (serial number (B)(4)) was not working appropriately for the infusion on (B)(6) 2021. The patient's rn states that it kept beeping air in line. The patient's rn changed the tubing and the filter but the pump kept alarming air in line. The patient's rn states that it also alarmed "high pressure" as well and was just overall taking a very long time to infuse because of the alarms. Therefore, the patient's rn infused the patient via a dial a flow and is requesting that the pump be replaced. There were no adverse reactions resulted due to this as the patient was still able to receive her full infusion. The rn is requesting the pharmacy send a new pump and have the patient's pump returned. No further information provided. Unable to get expiration date due to pump being boxed up. Reported to (B)(6) by: health professional.